Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the report received indicating an issue with intermittent catheters, product code 802514. A box of 100 catheters was received, and while most function as expected, occasional units appear to have a larger outer diameter than specified. The discrepancy suggests some catheters may be 15 french (fr) instead of the intended 14 fr, leading to discomfort during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Correction: d, f, h.

Event description:
It was reported that the report received indicating an issue with intermittent catheters, product code 802514. A box of 100 catheters was received, and while most function as expected, occasional units appear to have a larger outer diameter than specified. The discrepancy suggests some catheters may be 15 french (fr) instead of the intended 14 fr, leading to discomfort during use. Per additional information received via email on 11sep2025, it was reported that customer does not have the 'thicker' ones just now, but would like to get a biohazard box, and surely save a few of the ones that customer feel was not the correct size when get to use it. Customer had this issue before and says it just seems like these catheters are not being checked carefully enough during the manufacturing process. A good "qc" check (quality control) would seem prudent given the personal and medically necessary use of this product.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be drainage eye rough causing surface roughness and patient discomfort. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the report received indicating an issue with intermittent catheters, product code 802514. A box of 100 catheters was received, and while most function as expected, occasional units appear to have a larger outer diameter than specified. The discrepancy suggests some catheters may be 15 french (fr) instead of the intended 14 fr, leading to discomfort during use. Per additional information received via email on 11sep2025, it was reported that customer does not have the 'thicker' ones just now, but would like to get a biohazard box, and surely save a few of the ones that customer feel was not the correct size when get to use it. Customer had this issue before and says it just seems like these catheters are not being checked carefully enough during the manufacturing process. A good "qc" check (quality control) would seem prudent given the personal and medically necessary use of this product.

Event description:
It was reported that the report received indicating an issue with intermittent catheters, product code 802514. A box of 100 catheters was received, and while most function as expected, occasional units appear to have a larger outer diameter than specified. The discrepancy suggests some catheters may be 15 french (fr) instead of the intended 14 fr, leading to discomfort during use.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.